Manufacturer narrative:
Batch review performed on 04 jun 2026 gmk-spherika 02.12.ka166l gmk spherika femur porous tigrowthc+ha s6l (k223548) lot 2505598: (B)(4) items manufactured and released on 11-jun-2025. Expiration date: 26-may-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.e0510fl gmk-sphere tibial insert e-cross - flex 5l - 10mm (k202022) lot 2507496: (B)(4) items manufactured and released on 28-apr-2025. Expiration date: 10-apr-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.3d05l gmk 3dmetal tibial tray size 5l (k221850) lot 2511052: (B)(4) items manufactured and released on 29-jul-2025. Expiration date: 14-jul-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 7 months from the primary,the patient presented with pain due to a cyst that had formed on the tibia. The surgeon treated the cyst and revised the size 5l gmk 3d metal tibial tray to a revision tibial tray left size 5. The 10 mm e-cross flex 5l insert was replaced with an insert of the same size, and the porous tigrowthc+ha s6l femoral component was revised to a cemented gmk spherika femoral component size 5l. The surgery was completed successfully.